Event description:
Technician alleged that the brake is not holding. No alleged injuries.

Manufacturer narrative:
Technician found the brake not working on the foot left caster. Technician discovered a broken screw on the hex rod that allowed the rod to slide out of the foot left caster. Technician replaced the hex rods on both ends of the stretcher to resolve the issue.